Event description:
During a dural arteriovenous fistule (davf) coiling procedure, it was reported the cyclone coil didn't detach. Upon withdrawal of the device, the coil was stretching due to a part of the coil in fistula already embolized, and then the coil was broken from the detachmnet zone. No complications were reported to ahve occurred with the pt as a result of this event.